Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. Instrument initially worked until the issue occurred. There was no incidence of instrument collision. The entire fragment was confirmed retrieved. There was no test required to locate for a possible remaining fragment. Isi received the cadiere forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a broken grip at the grip base. A broken material measuring approximately 0.70" x 0.21" was returned with the instrument. Both the instrument and the broken assembly were pieced together, and no material appeared to be missing. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument tip broke and a piece fell inside the patient. The entire piece was retrieved and the customer completed the procedure using another instrument with no further issue reported. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer regarding physical damage on the instrument, an investigation is in progress to determine the cause of this reported event. Although the complaint regarding the issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the cadiere forceps instrument tip with one jaw fully broken. No conclusive determination can be made based on this analysis. A review of the instrument logs for the cadiere forceps (part number 420049-13/lot number n10200703-759) associated with this event has been performed. Per the review, the cadiere forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 5 uses remaining after the last procedural use. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.